Manufacturer narrative:
Evaluation summary: the creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap decentration, incomplete flap creation, flap tearing or incomplete lift-off, and free cap. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. No additional information was obtained. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A service visit was performed. The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he observed under the microscope that the flap was thinner and that the hinge was untypically narrow than it was planned in the laser treatment. The laser system was used to create the corneal flap prior to an excimer laser treatment. The surgeon was able to lift the flap as normally and also to put them back. The excimer laser treatment was performed . According to the surgeon, the patient will not have any disadvantage in the postoperative outcome. The details on the intervention performed with the laser system were provided. The patient's eye was properly docked. As soon as the laser had contact to the eye, the video focus adjusted automatically, however, not clearly. The image sharpness was adjusted manually and the condition of the docked eye appeared absolutely correct. The procedure performed to do the corneal flap with the laser system was correct. This is one of two reports being filled for this issue. This report is for the patient's left eye.